Manufacturer narrative:
Manufacturer year 2004. (B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with striae in the left eye (os) at post treatment. A flap rinse and lift was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient¿s complaint was of blurry vision. The patient indicated having good vision after the striae removal. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -.75 x .00 x 102, left eye pre-op 20/20 -.75 x -.25 x 170. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90. This report is for the excimer laser equipment. A separate report will be submitted for the femto laser equipment.